Event description:
It was reported that a participant in the ilet experience study experienced hyperglycemia with blood glucose reportedly ¿over 300,¿ and no alerts or alarms were reported. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no reported hospitalization or medical intervention. Investigation included collection of additional details through follow-up for a blood glucose questionnaire and event information. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, and no device malfunction, component failure, or alarm behavior was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.